Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a290, implanted: (B)(6), explanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the an impedance measurement revealed the impedance was over 10,000 ohms and there was no therapy. There were no traumas prior to the lack of therapy. The lead was replaced and the issue resolved. After the lead was changed, the therapy was "on top". No further patient complication was associated with the event.

Manufacturer narrative:
Correction: please note, conclusion code 92 no longer applies to this report. Analysis of the returned lead found no anomaly. The complete lead (90 cm) was received for analysis. Visual inspection of the lead did not reveal any anomalies. Degraded insulation consistent with metal-induced oxidation was observed. The outer insulation was intact. The braid was visually ok. Both ends were intact and undamaged. Electrical testing determined that the continuity of the conductors was complete. There were no shorts observed between the conductors. The lead was also tested with a known good screening cable, with the tip of the lead in a saline solution for impedance measurements. Normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.